Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a ht70 ventilator generated alarms for circuit check and prox line filter. The service engineer (se) inspected the device and found no issues. The se performed calibrations and operational verification procedure (ovp) on the device and all tests passed.